Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed good condition with no appearance with any physical damaged. Unable to duplicate the force sensor bridge test at power up, even though the force reading is within required specs, but the force value and the count keep fluctuating. The root cause of the reported issue was not found. The fluctuation of the force sensor reading might be causing the force sensor bridge test error intermittently. Actions taken to mitigate the reported issue: replaced force sensor and plunger cable for preventive measure. Performed power up process and all functional testing which passed.

Event description:
It was reported that force sensor bridge test event occurred. No patient injury reported.